Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being used to treat a malignant stricture due to pancreatic tumor. Reportedly, the lesion was not dilated prior to stent placement. During the procedure, the physician attempted to release the stent but resistance was met. The physician removed the stent fully constrained from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed by 3mm and the stent wires were uncrossed and damaged .

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 evaluation findings of stent partially deployed. Evaluation findings of stent damaged. A visual examination of the returned device found that the stent partially deployed by 3mm. It was noted that the shaft was kinked at 40mm from the t-bar connector and that the metal shaft was slightly bent. It was also noted that there was a kink in the shaft. The stent wires were uncrossed and damaged at the distal end of the stent that had been partially deployed on return. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.